Manufacturer narrative:
(B)(4), eval: clinical development manager was at the site during the event. During the procedures she didn't observe anything that will suggest a malfunction or a problem with the laser equipment. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Manufacturer narrative:
After further review with a medical monitor, he indicated that 20/20 pinhole testing is a better reading to determine the patient's visual outcome and that there was no loss of vision. There was additional patient follow-up that was received indicating that he/she was seen on (B)(6) 2011 with 20/30 left eye (os) and 20/20 right eye (od) and is overall very happy.

Event description:
During a surgical support visit clinical reported that surgeon proceeded with surgery on the right eye and lifted the epithelium near the flap edge which caused a small corneal abrasion about 1-2mm wide, before entering the lamellar plane to lift the flap and complete the excimer treatment. A bandage contact lens was placed on the eye after the case was completed. Surgeon decided to abort the procedure for the left eye since there was suction loss, due to the pt squeezing his eye, while the laser was just beginning the raster pattern. Pre-op bcva was 20/20 ou. One day post-op ucva od was 20/40 and 20/20 during pinhole testing. Surgeon mentioned that post-op ucva os was 20/40.